Manufacturer narrative:
During a functional test, the psu returned high geometry error on active frame and reduced tracking on the passive probe. There were too few markers identified to run an aak test. The psu was out of calibration. RMA issued. While no pt was present, this issue is being reported due to the possibility of the positioning sensor unit not detecting passive instrumentation during a surgical procedure, which could lead to an inaccuracy resulting in the potential for pt harm.

Event description:
A medtronic representative called to report that the camera (psu) was not working and exhibiting "black status". There was no pt was present.